Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00137 as notification that the evaluation is currently ongoing. Results will be provided once the evaluation is complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00137.

Event description:
This report is being submitted to provide information regarding a medwatch report that was received by terumo from the user facility on june 22, 2015. The report no. Is (B)(4). The event description states, "guide wire advanced into guide catheter then to rca. At that time, physician noted fraying of the guide wire. Physician was able to remove guide wire intact."

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 2 for mfg. Report #9681834-2015-00137 to provide the retention sample evaluation results. The actual sample was not available for evaluation. An evaluation of the retention sample from the reported product code lot number combination was conducted. Visual inspection did not find any anomalies in its total appearance. Magnifying inspection of the platinum coil segment did not reveal any anomalies. Magnifying inspection of the stainless steel coil segment did not reveal any anomalies. The outer diameters of the platinum and stainless coil segments were confirmed to meet manufacturing specifications. The fracture resistance was determined at the distal end of the wire and verified to meet manufacturing specifications. A review of the device history record and the shipping inspection record of the involved product/lot# confirmed there were not any indications of production-related problems or discrepancies in the inspection results. A search of the complaint file did not find any other report of this nature with the involved product/lot# combination. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip damage to the dilatation catheter, or damage to the vessel." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up # 2 for mfg. Report #9681834-2015-00137 to provide the retention sample evaluation results.

Manufacturer narrative:
This report is being submitted in response to a user facility medwatch report # (B)(4). The user facility medwatch report number when documented in the designated section of the medwatch form through e-submitter, gives an error of "uf number is not valid" once submitted to the FDA gateway. For this reason MFR and user facility report number could not be selected but only MFR report number was selected and the uf report # was documented in this report. The actual sample was not returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record and the product release decision control sheet of the involved product/lot # combination confirmed there were not any indications of production related problems or any discrepancies in the inspection/test results. A search of the complaint file did not find any other report of this nature with the involved product/lot# combination. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.